Event description:
While removing a PICC line from a patient, the line broke with a portion of the line remaining in the patient. Pressure was applied to the site. X-ray showed an opaque catheter with distal site at the level of the mid humerus and the catheter extending into the axillary vein. Plans to remove the catheter were initiated. A 2nd x-ray was obtained prior to initiating the procedure to remove the catheter. The x-ray showed the catheter transversing the axillary vein where the tip of the catheter apparently ending at approximately the junction of the axillary and subclavian veins. The physician then decided to transfer the patient to another facility to have the catheter removed. Condition of the patient following discharge from our facility is limited. According to the patient, the portion of the catheter that broke off inside him is still inside him. He is home and there is no plan to try and remove the catheter at this time. MFR # 1710034-2004-00072.